Manufacturer narrative:
Exemption number e2015058. Heartsine technologies ltd (manufacturer) is submitting the report on behalf of heartsine technologies llc (importer). The device history records for the returned sam 360p device were reviewed and this confirmed that all manufacturing and quality checks and tests had been successfully completed prior to the dispatch of the sam 360p from heartsine technologies, belfast on 26th of april 2016. On receipt of the device the history and memory logs were downloaded. The history log for this device showed that the pad-pak was first installed on (B)(6) 2016. On (B)(6) 2016, the device failed the weekly auto self-test due to a low battery. The device was tested on the calibrated impulse defibrillator and delivered a test shock without fault. The device was disassembled to investigate and no visual abnormalities were found with the components on the pcb. The returned pad-pak was disassembled and the investigation found a single failed cell. The returned pad-pak device history record was investigated showing it was 1 of (B)(4) pad-pak's manufactured under lot a2296, (B)(4) of which were sent to medx5 on the 26th of april 2016. All pad-pak's were subjected to a battery voltage test with no recorded fails. This would therefore indicate the cell failed after dispatch from heartsine. The user would have been alerted with a "warning low battery, device service required" prompt and a flashing red status led. The pad-pak, which contains the electrodes and batteries, is labelled for single use but the samaritan pad 300 and 300p devices are for multi-use.

Manufacturer narrative:
Exemption number e2015058. Heartsine technologies ltd (manufacturer) is submitting the report on behalf of heartsine technologies llc (importer).

Event description:
There was no patient involved in this event. Device depleted pad-pak.